Event description:
The customer tested his blood glucose using his breeze2 and contour meters. One meter read 58 mg/dl, while the other read 200 mg/dl. The customer also tested with his 15-second contour and received a reading of 260 mg/dl, which he believed to be accurate. The customer was unable to say which reading came from which meter between the 58 and 200 mg/dl readings. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot or return the products.